Manufacturer narrative:
This report has been submitted on may 19, 2021.

Event description:
Per the clinic, the patient was prescribed with topical and oral antibiotics (date and duration not reported).